Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump unexpected reset. The customer's blood glucose (bg) level was reported to be 177 (mg/dl). The customer was able to reload a cartridge and resume insulin therapy. The customer delivered a bolus via the pump. In addition, the customer reported experiencing a low bg level that day (38 mg/dl). The customer stated the reason was due to walking 4.5 miles and shopping earlier that day. Glucose tablets were consumed to address low bg level. A recommendation was made for the customer to discuss bg levels with their healthcare provider.